Event description:
It was reported that the handpiece was sterilized before going to the surgery. However, corrosion was determined when the sterile set was opened during the surgery. No adverse consequences were reported.

Event description:
It was reported that the handpiece was sterilized before going to the surgery. However, corrosion was determined when the sterile set was opened during the surgery. No adverse consequences were reported.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The punch was visually inspected for damages, and corrosion was noticed on the teeth of the jaw. The punch was tested with porvair, and was able to cut without issues. The probable root causes could be improper storage condition or improper drying after cleaning/sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: improper storage conditions improper handling sterilization process not effective improper cleaning process surface irregularities prevent complete sterilization/tissue removal in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The failure mode will be monitored for future reoccurrence.